Manufacturer narrative:
This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of two a devices. The visual inspection of the returned product noted the shipping wedges¿ knob broke off. Pmv performed functional testing could not be done due to state of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause could not be determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy/others. After the procedure, they found a yellow foreign material from the excised specimen. The component was retrieved. No patient injury or extension in surgical time of 30 minutes or more. Patient status is no problem.